Event description:
It was reported that the pump indicated a data log corruption. The recorded blood glucose value was 258 mg/dl, but no adverse impact to the customer's blood glucose level was reported. As an outcome, the device is set to be returned, and a replacement pump has been prepared.